Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an alarm. Patient experienced shortness of breath. It was not reported definitively that the device caused the patient side effects.

Manufacturer narrative:
Other text: patient identifiers added.

Manufacturer narrative:
Other, other text: date of the event was unknown. Unknown if product fault did cause patient or clinical injury. Patient details updated in the complaint. Medical treatment received includes patient using oxygen. Outcome of the event was resolved.

Event description:
Customer previously indicated they had lots 4257101 and 4329610 on hand but could not confirm what lot related to the reported event.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A DHR was completed on lots 4257101 and 4329610 which indicated all inspections were completed and no issues were noted during manufacture. Since no product was returned, there was no visual and functional tests were performed. The reported complaint could not be confirmed, and the root cause could not be determined., corrected data: b5